Manufacturer narrative:
Evaluation summary: upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray revealed the helix assembly was normal and the inner coil inside the connector region was over torqued which is consistent with explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
During implant, threshold and sensing anomalies were noted. Repositioning of the lead was attempted with unsuccessful results. The lead was replaced and tissue was observed inside the helix. There were no adverse consequences to the patient.